Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) device during dwell 4 of 7, while the hp was connected. The care giver (cg) stated that a clamp on an unused line was open. The technical service representative (tsr) explained that clamps on unused lines should be closed during therapy, and the cg understood. The tsr assisted in cycling the power on the hc device to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.